Event description:
Dealer states, the dc charger plug is partially melted. He states, the end user smelled a burning smell and immediately disconnected the dc plug. No injuries. Dealer states, the fuse was not in the end plug but was not aware if the end user had tampered with it.